Manufacturer narrative:
The devices are being returned to conmed; however, have not been received to date. Supplemental reports will be filed when quality engineering investigations are complete. Associated medwatch reports: 1320894-2010-00086; 1320894-2010-00087; 1320894-2010-00088; 1320894-2010-00089; 1320894-2010-00091, 1320894-2010-00092, 1320894-2010-00093; 1320894-2010-00094; and, 1320894-2010-00095.

Event description:
It was reported, "package is unsealed at the top end times ten (10) packages." This is an sterile product. Also reported never utilized on pt.